Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. During the deployment, difficulty removing the sheath due to scar tissue was reported. Following the deployment, the pt experienced pain, loss of color, diminished pulses and a hematoma developed. An angiogram confirmed an arterial occlusion. Treatment consisted of a heparin bolus and a surgical embolectomy for the occlusion, and manual compression for the hematoma. The treatments were successful, and no further complications were reported.